Event description:
It was reported to philips that the touchscreen was not working. The device did not have patient involvement at the time the issue was discovered, there was no patient or user harm reported. The customer cannot calibrate the touchscreen and the front bezel is cracked. Philips remote service engineer advised the customer to replace touchscreen and the front bezel and provided part numbers. The customer will order the touchscreen and the front bezel and repair unit. The customer is taking responsibility to correct/repair the device. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The customer replaced the touchscreen to resolve the issue. Part return is not expected. The customer stated the touchscreen was physically damaged.it was also reported that a foreign object hit the screen which shattered it. With this information, the reported issue has been deemed not reportable